Manufacturer narrative:
This report is for an unknown biomaterial/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent two or three level anterior cervical discectomy fusion (acdf) at the c4-c7 levels on (B)(6) 2017. The patient was implanted with a vectra plate, unknown screws, three (3) vertigraft spacers with central lumen and a vivigen pouch. In (B)(6) 2018, the patient presented with right hand paresthesias and fall. Fall was resolved without residual effect also in (B)(6) 2018. On (B)(6) 2019, the patient fell 8 ft off a ladder and was resolved without sequela on the same day. Concomitant devices: vertigraft spacer (part: 017207, lot: unknown, quantity: 1), vertigraft spacer (part: 017208, lot: unknown, quantity: 1), vertigraft spacer (part: 017209, lot: unknown, quantity: 1), vivigen pouch (part: bl-1500-001, lot: unknown, quantity: 1). This report is for an unknown biomaterial. This is report 1 of 1 for (B)(4).